Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. No additional complications occurred in relation to this surgery. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Balloon model- 72400024 lot sn- (B)(4) mfg date- 07/26/2017 exp date- 07/26/2022 gtin- (B)(4). Pump model- 72404127 lot sn- (B)(4) mfg date- 08/11/2017 exp date- 08/11/2018 gtin- (B)(4). Pump- fluid loss was reported. The ams800 device was visually inspected. No leak was found. The pump was not functionally tested due to the cuff tubing leak. Cuff- fluid loss was reported. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the cuff tubing krt between the cuff and pump due to fatigue. Balloon-fluid loss was reported. The ams800 balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 63.7 cmh2o. It is rated at 61-70 cmh2o. The balloon performed within specifications. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Update to h2, h3, and h6: updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. No additional complications occurred in relation to this surgery. Should additional information be received, a supplemental report will be submitted.